Manufacturer narrative:
(B)(4). Date of event: exact date of onset of the patient symptoms was not provided/unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's eye could not adjust to a zlb00 multifocal intraocular lens (iol). The patient was diagnosed with anisometropia. The iol was explanted. There was no vitrectomy, no incision enlargement or no other additional surgical intervention. Reportedly, there was no product quality issue. No further information was provided. This report represents the lens serial number (B)(4) implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search on complaints related to this order number revealed no other complaints for this production order number has been received to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.